Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a 3.5x15mm xience alpine stent system chipboard box was scanned by the hospitals electronic system before use in the patient. After scanning, a 3.0x15mm xience alpine was automatically electronically documented in the hospital system. The device was successfully implanted in the right coronary artery (rca) lesion before it was noted that the stent was electronically documented as a 3.0x15mm, instead of a 3.5x15mm. The hub of the stent delivery system displayed 3.5x15mm. Reportedly, the number the hospital scanned was (B)(4). This number was attached to the 3.5x15mm chipboard box. The hospital inventory staff are going to manually link this number with the correct product. After further investigation by an abbott representative, the other 3.5x15mm xience alpine stent systems were noted to scan correctly. There were no adverse patient effects noted. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.